Event description:
Attempt to deploy ivc filter via jugular access, at time of deployment, ivc filter did not completely deploy. Dr decided to retrieve filter with snare device, at time of retrieving pt voiced chest pain of 5/10, filter was then successfully retrieved by dr, second ivc filter was successfully deployed, acquisition taken for placement verification. After second filter pt voiced pain of 0/10, no bleeding noted, CT ordered for following day per dr.